Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, over the past 3 months, the ¿up¿ button had become increasingly unresponsive and had to be pressed a particular way to elicit a respond. Reporter denied that there was trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and the keypad symbols were worn. The ¿up¿ button responded intermittently while the rest of the buttons responded properly. Removal of the button cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to the button issue, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.